Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her actual blood glucose reading is 42 mg/dl and it should be between 120-140 mg/dl. Customer stated that she treated with 5oz of apple juice and food. Customer has been experiencing low blood glucose for the first night. Customer stated that the drive support cap appears normal. Customer was not admitted as an inpatient for medical treatment. Customer just started the pump on (B)(6) 2013. Customer was advised to monitor the pump and to speak with a health care professional regarding the low blood glucose. Customer's blood glucose was 67 mg/dl when the call disconnected.